Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the implant procedure, this right ventricular (rv) lead displayed high out of range pacing impedances of greater than 3000 ohms and no capture. The representative changed pacing system analyzer (psa) cables, and determined it was an issue with the lead. This rv lead was explanted and a new rv lead was placed. Following the implant procedure, the patient was awake and responding to commands. No adverse patient effects were reported related to this rv lead. Lead return is not expected.